Manufacturer narrative:
Corrected fields: e2/e3/g2 (reporter is a nurse manager), h10 (additional information received from the customer but inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the sliding movement of the wire may not have been smooth due to breakage of the angulation wire, which may not have been noticed at the user facility. The cause of which may have been excessive bending stress. Upon further follow up it was noted that the angulation control knob was sometimes locked/engaged before a procedure and at post procedure cleaning. Another user reported the angulation was not smooth during the procedure. The instructions for use (IFU) states the following regarding inspection of the bending mechanism: "3.3 inspection of the endoscope. Inspection of the bending mechanisms: warning. If the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." The IFU states the following on troubleshooting during examination: "4.1 precautions: warning. If any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation. - if the angulation control knob is locked. - if the angulation control mechanism is not functioning properly." The IFU provides the following for how to withdraw device if there is an abnormality: "5.3 withdrawal of the endoscope with an irregularity: warning. If the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope is observed, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in, it was observed, the lens glue was chipped, the charged coupled device (ccd) cover lens was chipped, plastic distal end cover (c-cover) had scratch and dent, the bending section cover (a-rubber) glue was separated, the connecting tube was buckled and had a dent, the painting of the air/water nut was peeling off, the universal cord had a scratch/wrinkle and the plug unit had damaged housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the evis exera lll gastrointestinal videoscope had a torn angulation wire. Upon inspection of the customer¿s returned device it was observed, the reported issue regarding torn angulation wire was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.